Manufacturer narrative:
A ge service representative performed an onsite investigation. All circuit boards were reseated, and an updated celeron board was recommended by the service representative. The customer declined this additional service at this time. No additional repair information is available at this time.

Event description:
It was reported that the system would not complete boot up. There is no report of a patient injury or death associated with this event.